Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. When the device was brought up, it was noticed that the packaging was not sealed and it was not sterile. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was not returned for analysis, however, the images within the complaint record confirm the missing seal on the faradrive sheath sterile pouch. The "manufacturing deficiency" conclusion code was selected for the damaged packaging allegation as the images provided confirmed the allegation.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. When the device was brought up, it was noticed that the packaging was not sealed and it was not sterile. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for analysis.